Manufacturer narrative:
This report is submitted on august 14, 2018.

Event description:
Per the clinic, the patient experienced discomfort with and without device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on august 30, 2018.(B)(4).